Manufacturer narrative:
Correction: the correct brand name and serial number is nucleus freedom cochlear implant with straight electrode and (B)(6); not nucleus ci24re (ca) cochlear implant with contour advance electrode and (B)(6) as previously reported. Device analysis report. This report is submitted on march 06, 2024.

Manufacturer narrative:
This report is submitted on oct 19, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the electrodes into the ear canal. The device was explanted (B)(6) 2021. It is unknown if the patient was re-implanted with another device.